Event description:
The physician was attempting to implant a 2.25mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in the circumflex artery. The lesion exhibited calcification and tortuosity and was pre-dilated. It was reported that the stent couldn't pass the lesion in the cx and the stent struts were noted to be damaged. Another stent was used for treatment. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned on the balloon between the marker bands as per specification. Numerous segments on the 12th, 13th, 14th and 15th proximal stent segments were raised and deformed. The remaining segments were intact.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology;calcification and tortuosity present). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology;calcification and tortuosity present).